Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global blood splash past blood control. The following information was provided by the initial reporter, translated from french to english: n°12 date: 04/09/2024. Description of facts: during the installation of a vvp safety system which did not work, when I pressed on the mechanism to retract the needle it remained blocked. The mechanism to retract the needle, it remained blocked. A lot of blood was ejected onto my gown, and the canula was manually removed. Risk of aes ++. "Minor (minor consequences without prejudice)."

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4109667. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.